Manufacturer narrative:
(B)(4). Device was not available for evaluation. It is indicated that the device was not received for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: prior to use, verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that device removal from packaging, removal of the protective sheath and device preparation was uneventful. The device was not checked prior to entering the anatomy; however, prior to deployment it was noted that the stent was not on the balloon. The vessels were checked with intravascular ultrasound (ivus) and the stent was not seen in the anatomy. The back table was checked and the stent was not found. There was no adverse patient sequela and no clinically significant delay in procedure. The lesion was stented with another xience xpedition stent without issue. There was no additional information provided.

Manufacturer narrative:
(B)(4). Failure to check the device prior to introducing device into anatomy (failure to follow steps/instructions) the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.